Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed, and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The device was prepped prior to use without any leak or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported/note balloon rupture and scratches appear to be related to circumstances of the procedure. It is likely that during advancement, the balloon became compromised and/or damaged against the anatomy or other devices used resulting in the balloon rupture during the first inflation at 12 atmospheres, which is below the rated bust pressure. The noted scratches at the rupture location also suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 40% stenosed and non-tortuous, non-calcified lesion in the cephalic vein. A 6x40mm armada 35 balloon dilatation catheter (bdc) ruptured during the first inflation at 12 atmospheres. The procedure was successfully completed with a 6x60mm armada 35 bdc. There was no clinically significant delay in the procedure and no adverse patient effects were reported. No additional information was provided.